Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and the returned catheter was inspected and tested and found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Manufacturer narrative:
This supplemental report is being submitted to correct the conclusion code and because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was on the table and already under anesthesia to undergo an atrial fibrillation (afib) procedure. The doctor had already inserted the catheter into place; however, it was found that the catheter was not recognized when it was plugged into the ultrasound system. The catheter cable was replaced; however, the issue remained. A new catheter was reinserted into the patient and the reported issue was resolved. The procedure was delayed by 10 minutes while the replacement catheter was obtained and prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.